Event description:
Account experiencing discrepant urine leukocyte results, starting late 2007. Only the following four patient examples were provided. Patient 1: on the same day, urine sample resulted negative for leukocytes. Microscopic examination of same urine sample showed 15 - 20 wbc per hpf. Patient 2: in 2008, urine sample resulted negative for leukocytes. Manual reading of same sample showed 25. Microscopic examination 15 - 20 per hpf. Patient 3: on the next day, urine sample resulted negative for leukocytes. Manual reading of same sample showed 100. Microscopic examination showed 15 - 20 per hpf. Patient 4: on a week later, urine sample resulted negative for leukocytes. Manual reading of same sample showed 500. Microscopic examination showed 15 - 20 per hpf. Erroneous results were not reported. If additional information is received, appropriate notification will be provided.